Event description:
The surgeon reported that a haptic broke during insertion of an akreos ao60g intraocular lens. The surgeon ultimately enlarged the incision and replaced the lens with a back up iol of the same kind. The incision needed to be sutured. No adverse effect or complications after the surgery were reported. The pt was reported as doing well. No add'l info has been provided. MDR#: 1119279-2011-00163 was previously filed on (B)(4) 2011 for this event for the akreos iol. No info was available at that time regarding the injector. Info received on (B)(4) 2011 indicated that a ai-28b delivery device was used during the event.

Manufacturer narrative:
The delivery device was not returned. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the specific root cause of the event cannot be determined.